Event description:
Per the independent repair center, the unit was alarming or red light. The key failure is the sieve bed was defective/blown. Additional malfunctions are the 4-way valve was contaminated and the muffler was dirty/clogged.